Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he had a significant low on (B)(6) and his sensor did not alarm threshold suspend. His sensor readings are inaccurate. Customer stated his sensor reading was 101 mg/dl, but he was actually at 40 mg/dl. When his sensor reading went up to 283 mg/dl, his actual blood glucose was 364 mg/dl. Customer's current blood glucose is 109 mg/dl. Through troubleshooting, it was discovered that customer was not calibrating enough. Customer was advised of proper sensor and calibration methods, and to speak to his doctor about his lows. Nothing further reported.